Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male of an unknown race in non-st segment elevation myocardial infarction was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the impella was opened and prepped, but the placement signal was very high. The impella rp flex sensor was reading in the 90's. The impella rp flex was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported optical issue has been completed. The impella rp flex pump was not returned. The data logs were reviewed and no placement signal unreliable alarm was observed. The optical 5s parameters for the last few seconds of the six minutes case run on rt logs were seen to be varying. No definitive failure pattern was observed. The cause of the optical signal issue was not determined since the product was not returned and due to inconclusive evidence per log review. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The investigation has since been completed.